Event description:
On the day of the event the pt was hospitalized. Pt has been getting low readings such as 74, 52 and 85mg/dl. Normally blood glucose is around 130-150 mg/dl. Pt reported feeling "low at the time with symptoms of dizziness. When the control solution was tested on the strips, it came out to 81 and 83 (range 93-125mg/dl). Unable to contact customer, sending a letter.